Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, her ipg became unable to successfully communicate with her external devices due to being inoperable. As a result, the patient will undergo surgical intervention.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the ipg was explanted and replaced. Issue resolved and therapy has been restored.